Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm prior to airplane departure. Customer reported a blood glucose (bg) level of 200 (mg/dl). The alarm was able to be cleared; however, it recurred as the plane landed. Customer indicated back up insulin therapy would be obtained from a hospital.